Manufacturer narrative:
The acetest product is pre-amendment. It does not have a 510 (k) number.

Event description:
Customer ran a (B)(6) non-bayer control test on the acetest tablet and the result was negative. This control has worked successfully in the past. Customer is expected to return the acetest for eval.